Manufacturer narrative:
Sample was collected in a sst tube. Qc was within specifications before and after the event. A system check was performed in the morning on (B)(6) 2008 and met specifications. Customer is not questioning any other assays or results and declined service. Testing at bci cpls lab with interference eliminating proteins has confirmed the existence of a patient source interferent for the sample received from the customer. An interferent in the patient's sample is the root cause of this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneous results for one patient for tt4, t uptake and ferritin that were generated by the access immunoassay system. The results were reported out of the lab. The patient was sent to an endocrinologist where repeat testing was in the normal reference range. No death or injury occurred as a result of this event.